Event description:
Report of explant of device system to "lumbar decubitus with infected catheter" received per annual device tracking report. No product returned for analysis. Follow up with hcp revealed pt presented with redness, drainage and incisional wound opening. The infection was present in the device pocket, catheter track and the lumbar region. The pt was treated with total device system explant and im and oral antibiotics. The infection has resolved.